Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg (spring wire guide) was kinked to hardly being pulled out." No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the swg (spring wire guide) was kinked to hardly being pulled out." No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for analysis. Potential signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis revealed two major kinks on four gradual bends on the guide wire body. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. Additionally , the distal j-bend appeared functional. No other defects or anomalies were observed. The kinks in the guide wire measured 76mm and 81mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory introducer needle/ars subassembly. Minor resistance was observed due to the kinking; however, the guide wire was eventually able to pass completely through the assembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guide wire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks and four gradual bends on the guide wire. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.